Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2017, the subject was diagnosed with dysfunction due to unspecified svd. On (B)(6) 2017, the patient underwent a transfemoral transcatheter valve-in-valve aortic valve replacement. Additional information has been requested. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2017, the subject was diagnosed with structural valve dysfunction due to stenosis. On (B)(6) 2017, a 23mm edwards sapien 3 valve-in-valve was implanted. The patient has been discharged from the hospital. (Clinical study patient ID: (B)(6)).